Manufacturer narrative:
Product complaint # (B)(4). (B)(4) device not returned. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3413120 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that following implantation, the patient experienced problems and pain in the inner thigh. It was also reported that the patient experienced groin problems and pain.